Manufacturer narrative:
At the time of this report, no "date implanted" was reported to the manufacturer. The batch record, including sterility testing records, was reviewed and did not reveal any issues with the alleged product lot.

Event description:
The patient was injected in the nasolabial folds, the glabella and the vermillion. The patient allegedly developed swelling, hardness, and redness at injection sites some time later. The patient was administered 180 units of hyaluronidase.